Manufacturer narrative:
The field service engineer discovered the cell blank was overflowing, a solenoid valve was blocked, and an issue with the photometer reading. He decontaminated the system, flushed out the solenoid valve, exchanged the vacuum diaphragms, and adjusted the cell blank fill levels. He verified the system was acceptable after service. The investigation is ongoing.

Event description:
The initial reporter received questionable non reproducible a1c-3 tina-quant hemoglobin a1c gen.3 results for two patients tested on a cobas c513 module. The initial results were reported outside the laboratory. For patient 1, the physician questioned the result and the customer performed repeat testing for confirmation. The repeat results were determined correct for both patients. On (B)(6) 2020, patient 1¿s initial hba1c result was 14.3%. On (B)(6) 2020, the customer performed repeat testing with the same sample and received a result of 7% on the same instrument, and 6.8% on a different c513 module. Patient 2¿s initial hba1c result was "6 or 7%". The customer performed repeat testing and received a result of 4%. The date of testing and specific results for patient 2 were requested but not provided. Hba1c reagent lot number and expiration date were requested but not provided.